Event description:
It was reported that the procedure was to treat a totally occluded, moderately calcified and 100% stenosed mid right coronary artery. During the procedure there was difficulty advancing and removing three (3) balance middleweight (bmw) guide wires through the guide wire introducer. A fourth guide wire was used to successfully complete the procedure. Before using the bmw guide wire in the next procedure (case 1), the bmw was advanced into the guide wire introducer and the physician felt a 'step' between the steel and nitinol portions of the guide wire that causes the advancing and removing issue with the introducer. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The two bmw guide wires referenced are being filed under separate manufacturing report numbers.